Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer delivered a bolus of 4 units of insulin to fill a portion of the infusion set since the customer was changing the infusion site. The 4 unit bolus was added to the insulin on board (iob) and therefore the pump calculated 0 units for a correction bolus. Tandem technical support assisted the customer on a bolus calculation override. The customer delivered a correction bolus of 5.5 units of insulin. During a follow-up call, the customer reported that per recommendation from health care provider (hcp), the customer set a temporary rate of 150% for approximately 2 hours and delivered a 5 unit manual injection, and bg level was at 468 mg/dl and trending downwards. Reportedly, the customer suspected the cause of the elevated bg level to be due to incorrectly entering a carbohydrates (carbs) value of 20 grams of carbohydrates for a meal bolus, when 30 grams of carbs was consumed. During an additional follow-up on 4/21/2017, the customer confirmed bg level was under 200 mg/dl, and the customer was feeling better.